Event description:
It was reported that a tubing set frayed near the implant interface and the implant could not be expanded.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: this event was confirmed via visual inspection of the returned device. The peek portion of the tube is cut near the distal tip. Due to this cut, the device cannot hold pressure while attempting to expand the implant. Per surgical technique: ¿¿while rare intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention.¿¿ the risk file addresses tube set breakage. According to this document tube set may break or became damage due misalignment, applying excessive force during assembling to an inserter and during implant insertion. Conclusion: the possible root cause of the reported event is patient or user related -> misuse.

Event description:
It was reported that a tubing set frayed near the implant interface and the implant could not be expanded.